Event description:
It was reported that while the anesthesia workstation was used for treatment there was a discrepancy between set and measured volume but the magnitude is unknown. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation of the reported event has been completed. The anesthesia system was investigated by our field service engineer on site. A system checkout was performed which successfully passed and no abnormalities were found during ventilation. No part needed to be replaced. No further issues have been reported after this reported event. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).